Manufacturer narrative:
This report is submitted on december 31, 2020.

Event description:
Per the clinic, the patient experienced a head trauma resulting in no hearing function. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.